Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the follow precaution - "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy the physician used a total of eight (8) cook instinct endoscopic hemoclips in the transverse colon. The patient was described as having polyps of various sizes throughout the entire colon and was taking an anticoagulant. The first six (6) clips were placed successfully. Two (2) of the eight clips closed onto the mucosa but failed to release from the deployment device. The clips were pulled off the mucosa and removed. See MDR 1037905-2013-00610 and MDR 1037905-2013-00611. Additional clips were used to complete the originally planned procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.